Manufacturer narrative:
Conclusions: device investigation revealed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The damage found was possibly the reason for explantation. This is a combined initial and final report.

Event description:
The explanted device was received for investigation. Additional details regarding this event have been requested from the field but not received.